Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens in the pt's left eye on (B)(6) 2011. Lens was removed the next day due to high eye pressure. The surgeon elected to remove the lens. Two sutures were removed and the incision was not enlarged to remove the lens. No other lens was implanted. Two new sutures were used to close the wound. The pt does not have any pre-existing conditions. Cause of high eye pressure is unk. This is the secondary lens used. See MFR# 2023826-2011-00870 for primary lens.

Manufacturer narrative:
(B)(4). Eval: method - lens work order search. Results - visual inspection of the returned product found plate haptic torn. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).